Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: a metal pin fell off the device onto the surgical drape. A second device was used. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 05/09/2008.